Event description:
It was reported that the device became un-sterile. During unpacking of the 8.0 x 40, 75cm mustang balloon catheter the packaging was damaged and the balloon became un-sterile. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the problem occurred outside the patient. The inner package was damaged and the box was not damaged.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).